Event description:
Blood glucose levels were not stabilized [diabetes mellitus inadequate control] worsening of glycemic control was related to the change of injection needle to penneedle plus [needle issue] case description: this serious spontaneous case from japan was reported by a consumer as "blood glucose levels were not stabilized" beginning in (B)(6) 2017, "worsening of glycemic control was related to the change of injection needle to penneedle plus" beginning in (B)(6) 2017, and concerned a male patient (age not reported) who was treated with novofine plus 4mm (32g) (needle) reported as penneedle plus from unknown start date for "device therapy". Medical history included penneedle taper(non codable) for 2 years. The patient had used penneedle taper, the long needle, for 2 years for injections into the thigh. The thigh had been one of injection sites while he had rotated the injection site between the abdomen and the thigh because he had to make four times daily injection. In (B)(6) 2017, the patient's injection needle was switched from penneedle taper to penneedle plus and since then, the patient's blood glucose level was not stabilized. Blood glucose levels were unstable during september to (B)(6) in 2017 in particular. On (B)(6) 2018, he was hospitalized for adjustment of glycemic control, where diet therapy etc. Was given. During the four days from (B)(6) blood glucose levels were not stabilized, but became stable after changing insulin injection site from the thigh to the abdomen. Therefore, he thought that worsening of glycemic control was related to the change of injection needle to penneedle plus, the short needle. He considered that absorption was different because of difference of depth. Patient was discharged on (B)(6) 2018. No further information available. The outcome for the event "blood glucose levels were not stabilized" was not reported. The outcome for the event "worsening of glycemic control was related to the change of injection needle to penneedle plus" was not reported. Reporter comment: patient thought that worsening of glycaemic control was related to the change of injection needle to penneedle plus, the short needle.

Event description:
Patient's height, weight and body mass index: not reported. Action taken to novofine plus 4 mm (32g) was not reported. The outcome for the event "blood glucose levels were not stabilized" was not recovered. Investigation result: penneedle plus 32g (32g x 4 mm) - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation result updated. Manufacturer's comment updated. Narrative updated. Manufacturer's comment/company comment: 09-mar-2018: as the device penneedle plus 32g has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: penneedle® plus 32g (32g x 4 mm) - batch unknown. No investigation was possible, because neither sample nor batch number was available.